Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient has not recharged her ipg in approximately 2 years. The sjm representative met with the patient and was unable to establish communication between the ipg and external devices. The ipg was confirmed to be inoperable. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model. Reportedly, effective therapy was achieved following the procedure.